Event description:
It was reported by service report that the litter could not be pumped up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: pump tube weldment.